Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified surgery on (B)(6) 2016 at th10-il levels. Post-op, the screw deviated. Patient underwent a revision posterior lumbar fusion due to trauma on (B)(6) 2016. The revision was done because the placed th11 screw was deviated and approached to the aorta. The surgeon replaced the screw.